Event description:
Pt came to office not feeling well. Upon interrogation of device, found possible microprocessor failure. Evaluated by "f.c.e." From st. Jude crmd. Found same device functioning in backup "vvi" mode.